Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer already resolved the issue. The field service engineer confirmed that the customer contacted them to indicate, that restarting the machine resolved the problem. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported by the customer that a pyxis medstation es system, keyboard was not working properly. The customer reported that the customer needs to reboot station every day for the keyboard to work resulting delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.